Event description:
The pump was returned for investigation. Investigation revealed that the display screen was dim and discolored. Additionally, investigation revealed that the force sensor and display flex pins were partially dislodged from the printed circuit board. There is no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2014.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during testing, the display was found to be dim and discolored. The pump was not able to be exercised for 24 hours due to a persistent ¿no cartridge detected¿ alarm. The pump case was removed and the display and force sensor flex pins were found to be partially dislodged from the printed circuit board. Unrelated to the complaint, evaluation revealed that the internal clock battery was corroded. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).